Event description:
It was reported that four hrs after a procedure was initiated, blood leakage of approximately one drop was observed coming from the venous side de-airing port. The device was being utilized with the yellow cap of the de-airing port removed. The procedure was completed without replacing the device. No pt effect reported. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was evaluated and leakage from the de-airing port was confirmed. The de-airing port was further investigated and it was determined there were non-conforming wide pores localized in the membrane body. Production records for this lot were reviewed. With no deviations noted. No other complaints for this lot have been reported. Maquet cardiopulmonary is aware of similar complaints and has initiated an internal process to determine the root cause. A supplemental medwatch will be submitted if further info becomes available.